Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had heard their device alarming several times while they were traveling. The patient was referred to a local hospital. A follow-up investigation revealed that the patient presented to the hospital with symptoms of dizziness, and their right ventricular (rv) lead exhibited noise and had fractured. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.